Manufacturer narrative:
(B)(4). The device was serviced on-site. This is an ancillary service event. The cause of the battery low alarm was undetermined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump experienced a battery low alarm. No additional information is available.